Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not provide any voice prompts when the device lid was opened. Without voice prompts, the user would not able to use the device properly on a patient if needed. In addition, the on/off button was not responding. There was no patient use associated with the reported event.

Event description:
It was reported that the customer¿s device would not provide any voice prompts when the device lid was opened. Without voice prompts, the user would not able to use the device properly on a patient if needed. In addition, the on/off button was not responding. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the e reported issue was due to a missing rubber grommet of the on/off switch. The lack of the grommet does not allow for the on/off switch to activated when pushed. The device was archived by physio.